Event description:
A fail code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of patient injury or medical intervention associated with this event.